Event description:
It was reported a patient presented in the emergency room post cardiac arrest with CPR. It was noted the patient's atrial lead had oversensing noise resulting in inappropriate automatic mode switch (ams). Programming changes were made to restore normal parameters. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.